Event description:
It was reported that this electrode was explanted during the procedure to explant the associated subcutaneous implantable cardioverter defibrillator (s-ICD) due to migration. No additional adverse patient effects were reported. Ai: ai from tw (B)(4) & source system ID (B)(4). Device a219/146854 was explanted on (B)(6) 2023 with primary indication device displacement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.